Event description:
It was reported that a user of the ilet experienced persistent hyperglycemia after an infusion site change, with blood glucose around 219¿230 mg/dl and a stable horizontal trend arrow; tubing produced insulin drops on test, and replacing the infusion site restored delivery with subsequent downward glucose trend. Symptoms included elevated blood glucose. Outcomes included no hospitalization, no emergency treatment, no alerts or alarms, and resolution after site replacement and observation. Investigation included technical troubleshooting with tubing priming verification and infusion set replacement, as well as user guidance and follow-up. Investigation of this case revealed no evidence of occlusion or leakage observed by the user, successful insulin delivery post¿site change, and glucose improvement over time. It was concluded that hyperglycemia occurred with cause unclear and that the issue resolved after replacing the infusion site. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.